Manufacturer narrative:
Concomitant medical products: model 3186, scs lead (2); therapy date: unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02027, 3006705815-2019-02028. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted.